Manufacturer narrative:
Updated data: b5 d4 h4. Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the left ventricular perforation was due to drainage being inserted to resolve the pericardial fluid generated by the right ventricular perforation. The cause of the right ventricular perforation was due to pacing of non-medtronic pacing wire. Per the physician, the delivery catheter system (dcs) did not cause the ventricular perforation. It was unknown when the infection or sepsis occurred and the cause of the sepsis was unknown.

Manufacturer narrative:
Updated data: b2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name deliv sys d-ev, product ID d-evolutfx-2329, serial/lot unknown, use by date unknown, UDI unknown. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, a left and right ventricular perforation was observed. Subsequently, the procedure was transitioned to a thoracotomy to address the perforation. Following the implant of the valve, the patient developed a non-cardiovascular infection and subsequently died due to sepsis. Per the physician, there is no causal relationship between the death and device or implant procedure.